Event description:
Pain in back. X-ray revealed reduction screw had dislodged resulting in loosening of the original construct. Patient admitted for revision of implant. Initial implantation done at another hospital four to five months ago. Failed fusion.